Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. There were no add'l adverse effects reported. It was noted that the product would not be returned.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.